Event description:
In 2007, the patient reported that her blood glucose had been elevated for 2 days. She stated her blood glucose elevated to 583 mg/dl and she was thirsty, had a headache, and had trouble concentrating. Her normal blood glucose range is 120-150 mg/dl. She stated that she injected insulin via syringe throughout the day to lower her blood glucose. The patient was concerned that her infusion site was the cause of her blood glucose issues. She stated she was not sure that she was inserting the site correctly. She stated that she has been using her stomach as an infusion site for over 4 years. She stated that she does have scar tissue. The patient was advised that scar tissue may affect insulin absorption. The patient also stated that she does not pinch up her skin site prior to inserting the cannula and she does not bolus 1 unit of insulin after insertion. The patient was educated on the proper technique for inserting the infusion site. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.